Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the us. Analysis is pending.

Event description:
On (B)(6) 2009, oversensing relative to the subject lead was reported by the physician. Reportedly, on (B)(6) 2009 a pace/sense lead was implanted to replace the subject lead.